Manufacturer narrative:
The thermogard xp ivtm console (s/n (B)(4) was evaluated at the customer's site. The reported complaint that "the thermogard system displayed a 'coolant level low' message" was confirmed during visual and functional testing. The root cause of the reported complaint was the low glycol (coolant) level in the console's coldwell, attributed to user mishandling/negligence. The last known preventive maintenance (pm) on this console was performed in 2014. The zoll service personnel also observed that the coolant was discolored, unrelated to the reported complaint. A probable cause for the glycol being discolored and low in the coldwell is that the customer was not following the recommended maintenance procedures in the zoll's operations manual, requiring them to drain and replace the coolant annually. The contaminated coolant was drained, and the coldwell was flushed and filled with fresh glycol (coolant) to resolve the issue. A review of the system's event log was performed, and no significant discrepancies or error messages were identified. During initial functional testing, the thermogard console did not complete the power-on-self-test (post), as "check the following screen" indicated that the coolant was not detected, confirming the reported complaint. Upon inspection, it was noted that the glycol (coolant) level was low in the coldwell. Therefore, the thermogard system did not complete the power-on-self-test (post), as per system design. After filling up the coldwell with fresh glycol (coolant), the system passed the functional testing. Following service, the thermogard console passed all tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for thermogard with serial number (B)(4).

Event description:
During setup for ivtm therapy, the thermogard console (s/n (B)(4) displayed a "coolant level low" message. The customer used another thermogard console to initiate the treatment. No consequences or impacts on the patient.